Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump also had a cracked case at the display window corners and reservoir tube lip, as well as minor scratches on the lcd window.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value is 131 mg/dl. Nothing further reported.